Event description:
It was reported that the pump touch screen was broken and unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer was provided a replacement pump for continued insulin therapy.